Manufacturer narrative:
(B)(4). Age at time of event: late 70s. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4) .

Event description:
Same case as MDR ID: 2134265-2016-02904. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The patient was in normal sinus rhythm. The transseptal puncture was noted to be easy. A watchman ® access system (was) was advanced into the laa. A 27mm watchman ® laa closure device and delivery system (wds) was then advanced via the was. The closure device was deployed with no recaptures required prior to its release. An effusion sweep was performed both before and after. A couple hours post procedure a slow effusion was noted to have developed after the patient started experiencing symptoms of tamponade. Pericardiocentesis was performed and blood reinfused and the patient stabilized. There were no additional patient complications reported.